Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection found the tooth of the blade safety was broken, the piece was returned. There was evidence of use on the device. Functionally, the device was disassembled and it was determined that with the broken tooth, the blade safety could not be pushed out of the way when closing the jaws, resulting in the inability for the knife blade to advance. The device's jaw opening and closing mechanism was functioning properly. The jaw gap of the device was measured and it was found to be within specification. It was reported that there was a component that disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to divide tissue, maintain steady pressure on the ring handles and pull the cutting trigger until a hard stop is reached. Then release the cutting trigger to allow the cutting blade to retract. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, it felt unusual while using the product so when the package was checked carefully, and it was found that the parts were fallen out in bag. It was unknown what part was detached. Nothing fell on patient's cavity. There was no patient injury.